Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited a constant cassette not attached properly and reattach cassette alarm. No adverse effects were reported.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device in good condition. The customer stated problem was duplicated. Pump was found to be displaying "cassette not attached properly. Reattached cassette" alarm message during the investigation. Error was found in the device ehl (event history log). A faulty downstream occlusion sensor was replaced. The cause of the reported problem could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed.

Manufacturer narrative:
Additional information received and attached by ICU medical on 27-jan-2022: no patient involvement. Event occurred during testing. H6: event problem and evaluation codes: updated after additional information received